Event description:
The user received an instrument error alarm and questionable results for multiple assays on the cobas 6000 c501 analyzer. One patient sample was involved in the event that gave discrepant results for glucose hk generation 3 (gluc3), calcium (ca), total protein generation 2 (tp2) and albumin generation 2 (alb2). The patient sample was repeated on another c501 analyzer. The initial gluc3 result was 83 mg/dl; the repeat result was 150 mg/dl. The initial ca result was 5.0 mg/dl; the repeat result was 8.6 mg/dl. The initial tp2 result was 3.1 g/dl; the repeat result was 6.0 g/dl. The initial alb2 result was 1.6 g/dl; the repeat result was 3.7 mg/dl. The initial results were reported outside the laboratory. A corrected report was issued with the repeat results one hour after the initial results were reported for the patient sample. The patient was not affected. The reagent lot number for gluc3 was 63035301. The reagent lot number for ca was 62802801. The reagent lot number for tp2 was 62834501 the reagent lot number for alb2 was 62946201. The field service representative determined the cause was a problem with the sample probe. The customer replaced the sample probe. Performance test were run which were acceptable.